Event description:
It was reported that drill bit tip had broken off in the attachment. No further information was provided.

Event description:
It was reported that drill bit tip had broken off in the attachment. No further information was provided.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.